Manufacturer narrative:
The diaphragm device was evaluated following product complaint received (B)(4). According to the visual analysis performed on the diaphragm, there was no issue observed related to a different type of material and no difference in color, described as "whiter." A tear in the thickness of the diaphragm was observed. Functional tests such as dome thickness and rim thickness were performed on the diaphragm, and all results met the quality requirements. Following analyses of the deviation, it was verified that the tear defect was caused by an irregularity in the "remotion" of the diaphragm. The complaint was to be logged in the company trend analysis for further evaluation and, if applicable, improvements in their process and products.

Event description:
This spontaneous report was received from a female patient (age unspecified) from the united states: with local case ID# (B)(6). The patient's weight, height and medical history were not reported. The patient's device history included ortho all flex diaphragm use thirteen years earlier (date not specified). On an unspecified date, the patient was prescribed the all-flex arcing spring diaphragm (silicone) (hdw - contraceptive diaphragm and accessories), 70 mm, one diaphragm as needed/intravaginal, for birth control. No concomitant medications were reported, and purchased the all-flex arcing spring diaphragm (silicone), lot number b13eu1, on (B)(6) 2012. The patient reported that the new diaphragm seemed like it was a different type of material than the previous diaphragm. It was "soft" and it was a different color described as "whiter." On (B)(6) 2013, the patient inspected the diaphragm by holding it up to the light and reported that it was "fine." After the patient removed the diaphragm on (B)(6) 2013, she observed a tiny hole (device malfunction). The diaphragm was available for retrieval from the patient's home. (B)(4). There was no event reported with this product quality complaint for hole in diaphragm. (B)(4). The patient outcome was not reported for hole in diaphragm. This report was serious (reportable malfunction). Additional information received from the manufacturer complaint management on (B)(4) 2013 and processed with the same version (0).